Event description:
The customer reported that the system poor image quality with distorted images on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.